Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left shoulder arthroscopy, when the healicoil implant was being placed, it shattered in the patient's shoulder. Pieces were manually retrieved and suctioned. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required per the case report the shattered pieces were retrieved manually and through suction from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.